Event description:
The customer reported that while using an unk type of monopolar instrument to remove and replace a partially occluded tracheostomy tube, a spark emitted from the device and created an operating room fire. The fire caused first degree burns to the pt's face and neck. The fire also caused a first degree burn to a surgical assistant's hand. The fire was extinguished using a saline solution. The burns were treated with silvadene cream and the pt is reported as doing fine. The site has indicated that they will not be returning the generator as they do not believe that the unit contributed to the reported incident.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returned for eval as they do not think the unit contributed to the reported incident. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.